Event description:
A customer reported a corneal burn occurred during a cataract extraction procedure. The procedure was completed with no further harm to the pt. The surgeon was using a straight tip, a pink sleeve, and a sub 2.0 millimeter corneal incision with traditional ultrasound. Additional information has been requested.

Manufacturer narrative:
The surgeon was using the straight tip, pink sleeve and a 2.0 mm corneal incision with traditional ultrasound. The company representative previously instructed the surgeon that his accessories and the system setting combination was not a recommended combination and could cause burns. The surgeon settings were changed to the recommendations. The surgeon has since reverted to the previous set-up and this burn has been reported. The company representative visited the site and went through all the basic parameters of phaco with the surgeon again. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract. Preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).